Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer misplaced insulin pump due to memory problems. It was reported that when customer's spouse went to check customer's blood glucose at midnight, it was noted that insulin pump was missing. Customer was taken to the emergency room in the morning with blood glucose of 404 mg/dl. Customer was treated with IV and insulin and released to go home. Customer was on manual injections until insulin pump was found.